Event description:
It was reported that during setup prior to a surgical procedure at the user facility the straight drill attachment was heating up. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation is completed, if additional information is received and requires reporting.